Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declined to 30 mg/dl. The customer treated their low with 30 grams of glucose tablets and a sandwich. The customer was also assisted with uploading their insulin pump. The customer declined to return the insulin pump for analysis.